Event description:
The complainant stated that the head hi/low on the bed will drift down overnight.

Manufacturer narrative:
The account has not repaired the bed. A f/u report will be sent once the customer discloses their investigation.